Event description:
Patient had surgical removal of artificial urinary sphincter secondary to disruption of the tubing from the pump to the cuff at the rectus fascia and marked inflammatory reaction around the entire sphincter. A leak was identified. Preoperatively the patient was experiencing recurrence of incontinence. Their artificial sphincter had been placed in 1989.